Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, e3, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection. Additionally, the device investigation found that coating on the image guide tube had peeled off (1mm2, or more) based on the investigation, it is most likely that the coating on the image guide tube has peeled off due to repeated use and cleaning. However, a definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the airway mobilescope had deterioration on the insertion section coating. The reported malfunction occurred during set up and inspection for use prior to an unspecified procedure. There were no reports of patient harm.